Event description:
This is a consumer complaint originally sent due to medicare issues. Complaint relates to glucose test strip device which contains labeling not for sale in USA & canada. Investigation by consumer reveals usage of these test strips caused blood glucose readings to be increased 12.5% and subsequent unnecessary increase of diabetic medicine.